Manufacturer narrative:
The device was returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending,and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC line guidewire broke away from hub while inserting line. The wire was removed and length measured and compared with intact wire that had not broken. Wires measured the same, no wire remains in baby. X-rays confirmed line in position with no evidence of retained wire, line flushes well.

Manufacturer narrative:
The complaint was forwarded to our parent company in germany for their evaluation. The investigation summary is as follows: we received the y-piece and the separated stylet as samples. The stylet obviously came out of the y-piece. Microscopic examination of the y-piece demonstrated a clear imprint inside the gluing of the cap confirming that the stylet had been correctly clamped. A review of the batch history records was performed, and no deviations were found. The batch complied to its specification and was released. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out with no exemptions found. The following information is provided in the product IFU regarding problems during stylet removal. "In order to remove the stylet, disconnect between the t-piece and catheter hub, do not try and remove the cap. If difficulty is experienced stop, let vein rest for a minute and try removal again very slowly. Gentle flushing of the catheter with saline may assist in guidewire removal." If resistance still remains, withdraw catheter and stylet simultaneously. Corrective action: no further corrective action initiated by quality management due to this complaint, as there are no indications of a manufacturing fault.

Event description:
PICC line guidewire broke away from hub while inserting line. The wire was remove and length measured and compared with intact wire that had not broken. Wires measured the same, no wire remains in baby. X-rays confirmed line in position with no evidence of retained wire, line flushes well.